Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: an investigation indicates the foreign matter observed on the needle shaft is excess lube that was not removed by the air knives at manufacture. A review of historical pir data indicates this to be an isolated incident and not representative of the overall quality system. Conclusion: based on the receipt of the evidence forwarded, bd recognizes the incident occurred with the client and puts that efforts are directed to maintain product quality. This is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had foreign matter on the needle shaft. Verified with photograph. The devices were not used on patients. No mucous membrane exposure to body fluids. No serious injury, no medical interventions.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.